Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 99% stenosed target lesion was located in a moderately tortuous left common femoral artery. A mustang 4.0 x 40, 75cm balloon catheter ruptured at 24 atm on the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.